Event description:
Patient was implanted with click x construct from t12-s1 on an unknown date. Patient was returned to the operating room on (B)(6) 2012 for revision surgery. Patient's construct was extended from t12-s1 to t8-s1 due to further degeneration at the current instrumented segments. Surgeon removed the caps, rods and added screws to the construct. Patient was implanted with new, longer rods. During the procedure, the screwdrivers became bent while trying to insert the caps. There was no delay in the surgery. There was no adverse effect to the patient noted. This is 3 of 30 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.